Event description:
It was reported that the patient with this pacemaker contacted technical services (ts) after performing a patient initiated interrogation (pii) and observing yellow indicator lights on the communicator. Ts reviewed the device data and noted a remote monitoring disabled (rmd) alert. The caused could not be determined and ts recommended device replacement. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.